Manufacturer narrative:
E1: phone number: (B)(6). The events of lymphadenopathy and capsular contracture are physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lymphadenopathy and capsular contracture, baker grade iii.

Event description:
A healthcare professional reported, "rupture", "deflation", "fold waves", "rotation of the device", "capsular contracture", baker grade iii. "Inflammation", "pain" and "lymphadenopathy". The device has been explanted. This record is regarding the right side.